Manufacturer narrative:
(B)(4). An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet (B)(4). The product was not returned. No non-conformity has been detected. If any further information is found which would change any conclusions or information, a supplemental will be filled accordingly.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.